Event description:
This is a report of a home patient (hp) who experienced a disconnection which resulted in a leak when the heater bag disconnected from the heater line. This occurred during prime. The patient was not connected to the homechoice (hc) at the time of the event. After discovering the disconnection, the hp screwed the two components together and ensured the connection was tight. The technical services representative (tsr) advised the patient to start over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed.  Should additional relevant information become available, a follow-up report will be submitted.